Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have received a compromised forced sensor alarm during priming. During troubleshooting, the customer states that insulin pump was bumped and that the drive support cap was sticking out but that they did not touch it. Customer's blood glucose was unknown. The insulin pump will not be returning for analysis.